Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that the device had a latitude monitoring system report indicating that there were over 51,000 untreated episodes since last october. Technical services reviewed the device downloaded data and confirmed that the device counters were corrupt. The cause is unknown, but it is likely due to a single event upset (seu), with random memory corruption. The corrupted data has no effect on the device sensing or therapy. There were no adverse patient effects. The device remains implanted.